Event description:
Perforation of the colon occurred during a polypectomy procedure resulting in pt death. The event, which occurred approximately 3-3 1/2 yrs ago, was reported to olympus on 10/28/97 since a law suit has been sought against the surgeon. The endoscope model is not known and the scope was never removed from service following the incident since hosp personnel did not suspect that the device was the cause of the problem. Although the hosp risk manager was aware of the event, she never forwarded the info to olympus. No further action will be taken.